Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measuring 154 ohms. No adverse patient effects were reported. This system remains in service.